Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, case cracked at the reservoir tube window corner, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer reported that the insulin was not coming out. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 341 mg/dl at the time of call. Troubleshooting was done. The customer performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.